Manufacturer narrative:
The delivery system was returned to edwards for evaluation. The delivery system was received with the valve crimped on the delivery system and the delivery system was cut at the proximal end of the valve, separating the device into two pieces. The device was cut by the site. Upon visual analysis it was observed the inflation balloon was separated from the crimp balloon proximal to the inflation balloon/crimp balloon (I/c) bond and the flex tip had gouges that were considered likely from the valve. There were no other visual abnormalities observed. Dimensional analysis of the crimp balloon double wall thickness proximal to the observed separation was measured and found to meet specification. Due to the condition of the delivery system (material separation of the crimp balloon and delivery system cut) no functional testing could be performed. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaint. Per the report, the patient¿s access vessel tortuosity and calcification were mild. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The damage noted on the flex tip may provide evidence of this occurrence. If the valve was unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Additionally, residual volume left in the balloon may contribute to increased forces during valve alignment or delivery system retrieval. Engineering studies relating to balloon tears were performed to confirm these conditions and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Available information suggests that patient and procedural factors (performing valve alignment in a tortuous portion of the anatomy) contributed to the reported complaint. The complaint for torn balloon was confirmed, but the complaint for difficulty with valve alignment was unable to be confirmed as the delivery system was cut prior to evaluation and functional testing could not be performed. No manufacturing non-conformities were found in the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the february 2016 control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in italy, valve alignment had to be repeated several times and the valve still did not appear to be between the two markers. During valve deployment, the atrion syringe was completely emptied, however the delivery system balloon did not expand. The delivery system, valve and esheath were removed as one unit. New devices were used and a sapien 3 valve was successfully implanted. There were no consequences to the patient.